Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 5.0mmx20mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.